Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of patient's tandem pump was displaying a loss of signal error was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient's tandem pump was displaying a loss of signal error. The sensor was inserted on (B)(6) 2018. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.